Event description:
In 2005, I had lasik on my eyes. In 2010, I noted my vision had changed and consulted with (B)(6). They recommended a 'monovision update'. When I arrived, the doctor said he would not do another lasik but would perform prk. After the surgery, I had horrific pain, even today, I have pain in my eye. It feels like a metal jabbing in. Worse is that my vision did not correct and has gotten worse. Even worse is that I have severe dry eye and inflammation that requires a medical eye drop 2x/day - costs over (B)(6). I have double vision, halos and excruciating pain if I do not take the medicine as prescribed. I have had to start using glasses again to see. I feel that my eye sight is again getting worse but don't want to go back to them. Their doctors are rude and unhelpful after the procedure. Getting anyone to call me back post-op and even now is difficult. Please don't let them continue doing these procedures. (B)(6).